Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
It was reported that during an iliac percutaneous transluminal angioplasty (pta) procedure using an advance 35 lp low profile balloon catheter, the (3rd) balloon ruptured. Previous balloon ruptures were captured in medwatch with 1820334-2017-01382 (1st incident) and medwatch with 1820334-2017-01383 (2nd incident). It was reported that the 3rd balloon was difficult to retrieve through the introducer. Controle angiogram showed a device fragment inside common femoral artery. During surgery, after an endovascular attempt to remove the device portion, the tip of the 3rd balloon was removed from the common femoral artery. The patient required an additional procedure, open surgery of common femoral vein, due to this occurrence. It was reported that the patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: foreign, health professional, user facility, company representative. Additional information: open surgery to remove corpus alienum of the common femoral artery occurred immediately. The open surgery of the common femoral artery prolonged the patient¿s length of stay one extra day. The patient did not require any other additional procedures in addition to the surgery of the common femoral artery. The patient has not experienced any adverse effects as a result to this occurrence. Investigation - evaluation. A review of the complaint history, drawings, documentation, instructions for use (IFU), specifications, quality control, and an image review was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. One cd image was provided for review. A pre-procedure cta and procedure angiography are provided along with the complaint report. Stenosis from heavily calcified plaque, moderate to severely narrowed the right common iliac artery (cia) ostium just upstream a previously implanted right cia stent. The plaque projected like a shelf from the posterior lateral wall into the lumen. The lot number of the device is not known; accordingly a review of the device history record could not be conducted; however, there is no evidence to suggest the finished product was not made to specifications. The balloon is 100% inspected and verified prior to release. Per the customer, there was a "lesion located at iliaca communis" and "there was vessel calcification." The IFU states, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage." In addition, per the image review done by the facility:"the third balloon fragmentation was associated with reported removal difficulty which may have been avoided if the sheath and balloon were removed as a unit." Based upon the information provided, the characteristics displayed and no product returned, the root cause has been determined to be related to human anatomy and user technique . Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.